Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 10 october 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to severe degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2017, the patient underwent a left knee revision due to instability. The surgeon indicated the tibia had settled significantly on the lateral side. The tibial component was revised. The surgeon did not comment on the femoral nor patellar components and they were not revised. The patient was implanted with attune tibial component and depuy cement x 1. There were no complications reported with the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2017; (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.